Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was observed to be jumping. The customer reported the battery gauge dropped 25% then jumped up 10% after. The customer's blood glucose was in the 200s mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.